Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of fungal peritonitis with (B)(6) in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). On an unknown date in 2011, the patient experienced fungal peritonitis. The cause of the peritonitis was long term use of antibiotics. On an unreported date, the patient had a peritoneal effluent culture performed. The result of the culture was (B)(6). It was unknown if the dianeal pd4 ultrabag and extraneal viaflex therapies were ongoing. The peritonitis resolved on an unreported date in 2011. The nurse believed that the event of fungal peritonitis with (B)(6) was not related to dianeal or extraneal.